Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient from the cobas 6000 e 601 module. The initial result was <0.100 miu/ml and was reported to the clinician. On (B)(6) 2020, the same sample was repeated on another 601 analyzer and the result was 818.8 miu/ml the repeat result was considered to be correct as another sample from the same patient on (B)(6) 2020 had a result of 2635 miu/ml. The reagent lot number was 454060. The expiration date was requested but was not provided.